Manufacturer narrative:
One photo was provided for review. No sample was returned for evaluation. A device history review was performed for lot number 6085295 and no complaints related to the reported failure were found. If the device is returned, the complaint will be reopened for further evaluation.

Event description:
It was reported that the device had a downstream occlusion during priming. The incident was noticed over the past several months with several different batches. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.